Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A maquet service engineer visited the facility and found blood in the pneumatic module assembly so it was replaced. He then performed preventive maintenance and calibrations per procedure, ran the unit with the trainer and found it to be working within specifications.

Event description:
On (B)(6) 2017 the cardiosave intra-aortic balloon pump (iabp) alarmed blood detected and blood was seen in helium line up to the iabp. Mean arterial pressure decremented in 10 min to a mean arterial pressure of 58. The iabp was replaced to continue therapy. The patient died on (B)(6) 2017. The death is not attributed to the iabp. Refer to the related balloon report under medwatch # 2248146-2017-00326.